Manufacturer narrative:
Aortic insufficiency was reported. The reported deterioration was confirmed. The valve was dehydrated upon receipt, limiting the examination. Calcifications were found on leaflets 1 and 3, with associated tears. Circumferential fibrous pannus ingrowth was noted on the inflow surface. Pannus was also present on the outflow surface of leaflet 2. No inflammation was found. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The pannus and calcification noted is consistent with the reported insufficiency, though the extent to which this caused leaflet immobility could not be definitively determined due to the state of the returned valve.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2015, a 19mm trifecta valve was implanted. On (B)(6) 2020, the valve was explanted due to premature deterioration and severe aortic insufficiency. Upon explant, svd and a valve tear were observed. It was reported that the valve was "very damaged" during explant. A competitor's 19mm edwards magna ease valve was successfully implanted. In addition, it was reported that the patient experienced cardiac arrest and was operated on in emergency, however the patient passed away in resuscitation unit post operatory.